Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. Results: the records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis for complete details.

Event description:
After 29 months of implantation, this pacemaker was explanted because of an infection. Note: the lead that was attached to this pacemaker was also removed and reported on an MDR.